Event description:
Pod leakage upon unloading. Not one of the known affected batches; the leakage was around welding. Blood loss 50ml approx. The staff did apply a clamp on the access or return return line. The staff was in contact with blood. The leak appear spurling.